Event description:
During an implant procedure, the helix of the leadless pacemaker (lp) was observed to be twisted. The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.